Event description:
(B)(4).

Manufacturer narrative:
(B)(4).the devices are currently shipping from (B)(6) to bmi in (B)(4) for investigation. The batch manufacturing records were reviewed and there were no such defects encountered during in-process or at final control inspection. Process cards show no abnormalities. A follow-up report will be provided when the inspection results are available.